Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no wire is appreciated within the right fallopian tube.') And menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, adenomyoma and hyperplasia endometrial. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs."), tooth disorder ("dental problems"), migraine ("migraine / migraine headache"), headache ("headaches") and endometriosis ("significant endometriosis/severe pelvic and abdominal endometriosis"). The patient was treated with surgery (robotic-assisted laparoscopic full hysterectomy, bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, female sexual dysfunction, iron deficiency anaemia, bladder disorder, urinary tract disorder, tooth disorder, migraine, headache and endometriosis outcome was unknown and the menorrhagia, pelvic pain and dysmenorrhoea had resolved. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, endometriosis, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient receive treatment for menorrhagia (heavy menstrual bleeding), apareunia, dysmenorrhea (cramping), anemia, bladder problems, urinary probs, dental problems, migraine, headaches. Discrepancy noted in date of insertion (B)(6) 2005 (summons) and (B)(6) 2015 (pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received. Reporters information updated.. Event: abnormal bleeding (vaginal), significant endometriosis/abdominal endometriosis, no wire is appreciated within the right fallopian tube were added. Event outcome were updated to recovered: cramps. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs."), tooth disorder ("dental problems"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery ((full hysterectomy, bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the menorrhagia and pelvic pain had resolved and the female sexual dysfunction, dysmenorrhoea, anaemia, bladder disorder, urinary tract disorder, tooth disorder, migraine and headache outcome was unknown. The reporter considered anaemia, bladder disorder, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder and urinary tract disorder to be related to essure (ess205). The reporter commented: patient receive treatment for menorrhagia (heavy menstrual bleeding), apareunia, dysmenorrhea (cramping), anemia, bladder problems, urinary probs, dental problems, migraine, headaches. Discrepancy noted in date of insertion (B)(6) 2005 (summons) and (B)(6) 2015 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- menorrhagia (heavy menstrual bleeding), apareunia, dysmenorrhea (cramping), anemia, bladder problems, urinary probs, dental problems, migraine, headaches. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.